Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of mechanical interaction with blood/hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hematuria after the patient became ambulatory. The p level of the pump was decreased. No patient harm was reported.

Manufacturer narrative:
This report is being submitted to update explant date and to report patient outcome. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. D6b is being updated to include explant date.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hematuria after the patient became ambulatory. The p level of the pump was decreased. No patient harm was reported. Additional information 15-jan-2026: the device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
B2 selection was revised as it was entered incorrectly on the initial report that was submitted. E1 added initial reporter phone as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. The product and data were not returned for review. Mechanical interaction with blood/hemolysis: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.